Event description:
It was reported to tyco healthcare/kendall that a customer claimed that "products caused blisters with patients that had product packed in wounds or against skin. Happened in patients from o.r.'s on floors 3, 6, and 8. Procedures varied from knee replacement to abdominal surgery."